Event description:
The customer reported to beckman coulter (bec) that the coulter lh 500 hematology analyzer was leaking. The volume of the leak was approximately 50 ml and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection with this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the source of the leak was at choke (d16) in the needle vent rinse line. Per the fse, the tubing had gotten disconnected at the t-fitting. The fse replaced the affected tubing and no further evidence of leaking was observed. The cause of the leak was a disconnected tubing at the needle vent line. (B)(4).